Event description:
I had surgery to correct bladder prolapse and incontinence also a cystocele repair, and a rectocele repair. At first I had problems with voiding, having to wear a catheter for a period of time and also had to do self-catheterization at one point. After this resolved and I was still in my recovery period, I began to experience vaginal pain, discharge, and an odor. Upon returning to my urologist, she trimmed pieces of the sling that were sticking out of the incision site. I was given premarin cream to apply to the area. Upon my check-up with my gynecologist who did the a&p repair, he did an in depth exam and said the sling was exposing in the incision and I needed to go back to my urologist. She trimmed it again and said to continue the premarin cream. After some time I returned to her and she said I needed to return to surgery to fix the problem. It was not until I requested medical info did I know the sling was eroding through the vaginal tissue. I had a second surgery. I went through the healing period again and the result was I am now worse off than when I had my first surgery as far as the incontinence goes. I also live with intermittent vaginal pain (also some during intercourse), pelvic region swelling, more frequent urination, discomfort when I stand for awhile or walk a lot, groin pain at the incision sites, and I feel like I did when I was about to give birth or like I have been hit in the crotch! My urologist said what happened to me was rare and unfortunate and offered me injections of collagen in the urethra or an antidepressant they give to children for bedwetting problems. I didn't want either, so I was referred to a specialist in another city to do some corrective surgery. I am in the process of setting it up now. Route: transvaginal.